Event description:
It was reported that the cross connector disassembled during final torquing during procedure. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Inspection of the returned disassembled components of the cross connector found an indentation on the posterior portion of the set screw and indentation on the short link. The components were sent to qc for inspection to ensure all parts and dimensions are within spec. Qc verified that they are. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection in 2012. The probable underlying root cause for the reported incident is excessive force by the set screw on a partial portion of the link, ejecting the link from the assembly. This may have occurred when the link was not fully positioned within the coupler prior to torquing the set screw and the location of the indentation provides evidence of such an occurence. Qc inspection of the components ensured that all components were within correct dimensional spec and were manufactured correctly.